Manufacturer narrative:
The reagent lot number is 708797. The expiration date was requested but not provided. The field service engineer (fse) inspected the module and determined that the event was caused by a damaged rinse nozzle tubing. He then replaced the rinse nozzle tubing. The customer performed calibration and qc with acceptable results. The investigation reviewed the calibration performed on (B)(6) 2023. The results were within specifications. The investigation reviewed the qc recovery. It was out of range on the date of the event. After service, no further issues were reported by the patient. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable tina-quant hba1c gen. 3 (hba1c) result from one patient sample tested on the cobas 8000 cobas c 502 module. The initial result was reported outside of the laboratory. The physician questioned the result due to the medical history of the patient. The patient sample was then rerun on the module and their other module. The initial result from the module was 11.27%. The first repeat result from the module was 9.58%. The second repeat result from the other module was 5.9%. This repeat result was deemed correct as it matched the clinical history of the patient.